Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous mid left anterior descending artery. The 2.5x12mm nc traveler balloon dilatation catheter failed to cross due to anatomy. During removal of bdc resistance was felt with anatomy. There was no adverse patient effects and no clinically significant delay in the procedure. Subsequently, after the initial was filed it was noted the procedure was completed with 2.5x15mm non-abbott balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous mid left anterior descending artery. The 2.5x12mm nc traveler balloon dilatation catheter (bdc) failed to cross due to anatomy. During removal of the bdc resistance was felt with anatomy. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.